Event description:
The customer reported that during a thiamine infusion, the pump alarmed ¿occluded¿. The IV set was changed ¿and a different channel on the IV pump¿; however, the alarm continued. The device was replaced and sent to biomed. There was no report of patient harm. The facility¿s biomed evaluated the device and identified multiple errors, damages, and fluid ingress. The ¿check IV set¿ assembly was replaced.

Manufacturer narrative:
227614 evaluation statement: the reported event of alarming occlusion could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: ca-2018-0171.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of alarming occlusion could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during a thiamine infusion, the pump alarmed ¿occluded¿. The IV set was changed ¿and a different channel on the IV pump¿; however, the alarm continued. The device was replaced and sent to biomed. There was no report of patient harm. The facility¿s biomed evaluated the device and identified multiple errors, damages, and fluid ingress. The ¿check IV set¿ assembly was replaced.